Manufacturer narrative:
(B)(4) no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
H6 patient code: no code available (3191) used to capture the medical device removal. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
Medical record ad 17 june 2019 was reviewed on 12 december 2019. (B)(6) 2015: the patient underwent a right total knee arthroplasty for osteoarthritis. Attune implants were utilized with unknown manufacturer cement. Patella was resurfaced. No intraoperative complications were noted. (B)(6) 2016: the patient underwent a revision of right knee for suspected tibial tray loosening. Intraoperatively, the surgeon found tibial tray loose at implant-cement interface. The patella and femoral components were not revised. All other components (tibial and insert) were replaced with attune implants (tibial tray and insert) with depuy cement x2. No intraoperative complications were noted. (B)(6) 2018: the patient underwent a second revision of right knee for suspected tibial tray loosening. Intraoperatively, the surgeon performed a ¿near complete synovectomy as tissue was inflamed¿ but no infection. No indication if tibial tray was confirmed loose. Notes state patella button was revised but then followed by statement that it was well fixed. No indication of procedures to remove patella button. All other components were removed and replaced with depuy revision knee system with depuy cement. No intraoperative complications were noted. This complaint captures the first revision 02-may 2016. Doi: (B)(6) 2015. Dor: (B)(6) 2016 (tibial tray and insert). Dor 2nd: (B)(6) 2018 (femoral, tibial tray, insert).

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On 04/20/2018 medical records received. After review of the medical records for MDR reportability, it was noted that the patient was revised to address ¿aseptic failure¿ and ¿loose prostheses attachments" on (B)(6) 2018. The tibial tray, femoral component, cement and insert were removed. There was no mention as to what component/s were loose or at what interface. Doi: (B)(6) 2016 dor: (B)(6) 2018 (right knee).